Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15372. It was reported the pt has experienced pain at the ipg site since it was implanted. Also, the pt indicated recently began an exercise regime and his stimulation ceased working. The sjm representative met with the pt and stated the pt's system was auto-reducing. Diagnostic testing revealed high impedance readings on all lead contacts. The pt stated he was going to "have his leads fixed" and is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.